Event description:
It was reported that it was impossible to perform manual prime on the insulin pump. All the insulin is pushed out of the reservoir. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to loose drive support disk. Unable to perform the prime due to alarms during basic occlusion test.